Event description:
The lay user/patient contacted lifescan in 2008 and alleged that the casing on her one touch ultrasoft lancing device was cracked/broken. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on approx a week earlier, in the evening (specific time not provided). She also mentioned that she felt cold sweat and faint after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. She was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there is no misuse of the product. This complaint is being reported because the patient claimed she experienced symptoms that can be associated with hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device evaluation, but has not yet received it. If the device is returned, lifescan will evaluated it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.